Event description:
It was reported the customer had a motor error alarm during the prime process. The customer also reported a possible occurrence of a motor position encoder error alarm. The customer did not drop or bump their insulin pump. Customer stated they were unable to complete the rewind sequence on their insulin pump. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside to the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was unable to perform occlusion and the excessive no delivery test due to motor error alarm. The insulin pump was unable to verify for alarm due to over written pump history. The insulin pump was monitored and no unexpected reset or delete setting noted. The insulin pump received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.